Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a data error alert occurred indicating a data log corruption. In addition, it was reported that a cartridge alarm 30 occurred with multiple cartridges during the load sequence. Customer's blood glucose level was 246-555 mg/dl. Customer's addressed blood glucose level with manual injections. Reportedly, the customer reverted to manual injections for insulin therapy.